Manufacturer narrative:
D.4. Other lot number includes 3233231 and other expiration date includes 2028-08-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2023-09-22.

Event description:
It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter translated from japanese to english: during liposuction surgery, customer connected a cannula (made by coleman) to this syringe and aspirated, but the fat would not aspirate. They suspected that the cause of the fat not aspirating was a leak in the connection, so they applied gel around the connection (to fill the leak part), and when they aspirated again, they are able to aspirate. Customer would like us to investigate the product for any leaks.

Manufacturer narrative:
Forty-nine samples from material 309604 batch 3233231 and 2326607 received for investigation. Through visual inspection, luer is damage on one syringe. Functional testing is performed on samples received, leak occurred on 22 syringes. Lue diameter was measured, dimensions are out of specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the mold temperature in the injection process. Manufacturing personnel will be notified and additional training to reinforce proper assembly will be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.